Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery 7 times with the past 7 infusion sets. The customer stated that the alarm occurred during both basal and bolus deliveries. He also stated that the insulin pump did not always alarm no delivery when it did not successfully deliver a bolus. The blood glucose reading was 246 mg/dl, and it rose to 320 mg/dl. Upon troubleshooting, the customer stated that he was able to push insulin through the tubing with a plunger, but insulin did not exit during a fixed prime. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.